Event description:
It was reported that through the litigation process that two years, two months and twenty two days post a port placement for chemotherapy treatment, the patient allegedly developed bacterial infection. It was further reported that the patient allegedly developed skin port erosion over the port site and also allegedly developed cellulitis of the chest wall. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2021) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years, two months and twenty-two days post port placement, wound culture showed actinomyces europaeus. Around one day later, patient underwent debridement and washout of anterior chest and left neck necrotizing soft tissue infection. A transverse incision was made over the chest and left neck to incorporating wound. Large amount of purulent fluid was encountered. The fluid was sent for culture. Loculations were broken with blunt dissection. The wound was noted to tunnel toward the right chest and to the lateral left neck. The wound was irrigated and packed with kerlix soaked in dakin's and dressing was applied. Around one month and one day later, infectious disease consulted for necrotizing soft tissue infection. The patient was advised to continue vancomycin for mrsa coverage and to continue zosyn for gram negative coverage and continue clindamycin for toxin suppression. Around three days later, patient continued zosyn until sunday morning and started ertapenem. Therefore, the investigation is confirmed for the reported expulsion. Furthermore, clinical conditions alleged in the complaint can be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that through the litigation process that two years, two months and twenty-two days post a port placement for chemotherapy treatment, the patient allegedly developed bacterial infection. It was further reported that the patient allegedly developed skin port erosion over the port site and also allegedly developed cellulitis of the chest wall. However, the current status of the patient is unknown.